Manufacturer narrative:
(B)(4).

Event description:
Procedure type: appendectomy. According to the reporter: upon loading sulu the calibrations started automatically and then sulu got articulated. New one was opened to complete the case. There was no patient harm. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. Nothing fell into the cavity. No reinforcement material was used. Surgery time was not delayed by mire than 30 minutes.